Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction, the most probable root cause of the malfunction scope communication error was corrosion on endoscope connector and the most probable root cause of the malfunction dirt at scope connector was due to water leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had e227 scope communication error and a dirty scope connector. There was no patient involvement.